Event description:
Customer called to say there was a little blood in the cannula and she received an occlusion alarm. Prior to the occlusion alarm, the customer's blood glucose levels had risen to 466 mg/dl. Customer was able to start a new pod successfully. No further issues were identified.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.